Event description:
It was reported "helium loss alarms". At this time of this report, the customer has not replied to our requests for additional information.

Manufacturer narrative:
(B)(4). The reported complaint of "helium loss alarms" was confirmed by the field service representative. No iabp part was returned to teleflex chelmsford for investigation. According to the field service report, the issue was resolved after replacing the pcs assembly. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the alarm. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "helium loss alarms". At this time of this report, the customer has not replied to our requests for additional information.